Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary evaluation revealed that the misplaced implant was the result of an accepted pre-operative registration shift. The pre-operative workflow was used to conduct a t4-s2 fusion, with egps being used to place implants at l1-s2. At the conclusion of the case, the l1-r implant was noted to be misplaced medially and subsequently revised intra-operatively. The preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op CT scan shows a medial breach of the l1r screw.